Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a routine device replacement procedure, the right atrial (ra) lead exhibited low p-waves. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.